Manufacturer narrative:
The end user was unable to provide the serial number of the device, she did state that she had received the technical bulletin which was sent as part of voluntary field action z-0549-2019. The device was not evaluated by invacare, however, the reported issues are consistent with failure modes that have been previously investigated. The investigation found that the root cause of the caster hardware failure was poorly defined dimensional, material, and torque specifications, so corrective actions were implemented to update these specifications. Additionally, voluntary field action z-0549-2019 was issued to notify dealers/users of the potential for the mounting bolt connecting the caster to the base frame of the lift to become loose. Loose hardware can then cause wear to the hardware and housings. If left unresolved, the caster may separate from the base of the lift. Failure does not occur right away but happens over time if the lift is not properly maintained. The field action reiterated to dealers/users the importance of maintaining the lift in accordance with the device's instructions, to inspect the lift for loose fasteners/hardware, as required in the user manual, and to tighten any loose hardware after inspecting for damage that would require replacement of the lift base. It is highly recommended to inspect hardware and fasteners prior to each use, but, at minimum, hardware and fasteners must be inspected prior to first use and once a month thereafter, per the maintenance safety inspection checklist within the portable patient lift and sling owner's manual. Lifts found to require maintenance must be immediately removed from service until repaired by a qualified technician. Proper routine inspection and maintenance practices mitigate the risk associated with caster failures. The consumer was referred to a local provider for a replacement. It is not known where the subject lift was manufactured so this record is being filed under the taylor street location. If more information is received a follow up will be filed.

Event description:
The consumers wife stated her husband was in a 9805 invacare lift when one of the casters broke off and her husband fell to the floor. The caller states the nurse attempted to pick him up but had to call 9-1-1 for assistance. He was transported to the hospital where is received x-ray¿s and was admitted to the hospital overnight for observation and fractured ribs.